Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at this time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It is reported that during a hip surgery, the device realized the cut with 1 blade, but after the change of handpiece, the device projected "limaille" in the field of the surgery. Surgery finished with another motor. No add'l clinical info was received prior to this report. If add'l info is received, a follow up medwatch will be submitted.